Event description:
The pt had a marquis dr automatic implantable cardioverter defibrillator implanted in 2003. An aicd interrogation and check of this device in 2004 found it to be functioning normally. Two days later, the patient, noticed the onset of a lot of heat, burning and pain in their pulse generator site in their left infraclavicular fossa. An attempt to re-interrogate their pacemaker at this time was unsuccessful in that no signal could be obtained from the device. The physician's impression was that the pt appeared to have "short circuited" their ICD and had a totally depleted battery.